Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods / blood clots') in an adult female patient who had essure (batch no. C611985) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), burnout syndrome ("burn-out"), tendonitis ("tendinitis"), back pain ("back pain"), migraine ("migraines") and fatigue ("abnormal fatigue"). At the time of the report, the menorrhagia, burnout syndrome, tendonitis, back pain, migraine and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, burnout syndrome, fatigue, menorrhagia, migraine and tendonitis with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 07-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods / blood clots') in an adult female patient who had essure (batch no. C611985-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), burnout syndrome ("burn-out"), tendonitis ("tendinitis"), back pain ("back pain"), migraine ("migraines") and fatigue ("abnormal fatigue"). At the time of the report, the menorrhagia, burnout syndrome, tendonitis, back pain, migraine and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, burnout syndrome, fatigue, menorrhagia, migraine and tendonitis with essure. Lot number c611985 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 31-oct-2019. The most recent information was received on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods / blood clots') in an adult female patient who had essure (batch no. C611985-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), burnout syndrome ("burn-out"), tendonitis ("tendinitis"), back pain ("lumbar pain"), migraine ("migraines") and fatigue ("abnormal fatigue"). At the time of the report, the menorrhagia, burnout syndrome, tendonitis, back pain, migraine and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, burnout syndrome, fatigue, menorrhagia, migraine and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: the case will be deleted from bayer pv database. Nullification reason: duplicate case is identified with follow up information from french health authority reporting that case (B)(4) was duplicate from case (B)(4) which was created following the report of the (B)(6). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.